Event description:
The customer contacted ameda on (B)(6) 2014 to report a gradual decrease in section with her purely yours breast pump that began 1 day prior to a diagnosis of unilateral mastitis of the right breast. Customer spoke to her health care provider on (B)(6) 2014 and was started on a 10 day course of oral antibiotics. The customer stated that her mastitis symptoms are resolving.

Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump did not meet ameda's specifications for suction. The returned product passed visual inspection standards.